Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to gear-pinion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump had a motor stall occurred during normal use while the patient was at home. Diagnostics and troubleshooting included reprogramming which was done several times but the motor stall occurred each time and ultimately did not recover. The issue was reported as unresolved and the cause was not determined. The pump was explanted. At the time of the event the patient¿s status was reported as alive-no injury. It was not known if there were any patient symptoms or complications associated with this event. This device system delivered morphine. It was further reported that the pump was planned to be explanted on (B)(6) 2014. It was noted that the logs show motor stalls on (B)(6) 2013 at 10:59, on (B)(6) 2014 at 14:47 and on (B)(6) 2014 at 8:22. It was further reported that the pump showed the alarm again on (B)(6) 2014. A rotor test was ¿ok¿ and after the rotor test the pump showed no alarm. The patient¿s infusion mode was flex programmed (show alarm) and after rotor test (show no alarm). There was no patient harm, injury, or death. The pump was explanted on (B)(6) 2014 and the patient outcome was reported as doing well. It was then reported that the patient experienced withdrawal symptoms especially sweating and fatigue. No magnetic resonance imaging (MRI) had been performed lately. The patient¿s hobby was to putter around with motorbikes and he used welding equipment for this. However, the motor stall occurred at 7:00 am as the patient was still asleep. After the pump replacement the patient was reported as fine and receiving effective therapy. The pump was delivering morphine and the hospital pharmacist was blending with nacl. The pump was being returned.